Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. The explanted device components will not be returned. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred over two years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 21256451/5023575.